Event description:
A sales representative contacted baxter (B)(4) report that a transfer set detached from the titanium adapter. The patient received a new transfer set and prophylactic antibiotic treatment. The transfer set was on the patient since (B)(6)-2009.

Manufacturer narrative:
(B)(4). The sample has been discarded and is not available for investigation. A follow-up report will be filed should any necessary supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The transfer set production lot number was also unknown, so a batch review is not possible. Since no sample was available for evaluation and no further information was available, no root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.